Event description:
It was reported that the patient underwent a procedure and the physician noticed that the patient had hyper-sclerotic bone, which made it difficult to insert the instruments. The physician made attempts to insert the ablation tool and x-rays were continuously taken throughout the procedure. The physician noticed that a piece of the j-stylet had broken off inside the patient along with a portion of the guidewire cannula and the procedure was aborted. X-rays were taken to confirm the broken fragment was in the vertebral body and a computed tomography (CT) lumbar spine scan without contrast was ordered postop. No levels were treated.

Manufacturer narrative:
A visual inspection of the returned j-stylet revealed that the shaft tip was broken. The reported event of the broken j-stylet was confirmed and the damaged instrument was likely due to use of excessive force during the procedure.

Event description:
It was reported that the patient underwent a procedure and the physician noticed that the patient had hyper-sclerotic bone, which made it difficult to insert the instruments. The physician made attempts to insert the ablation tool and x-rays were continuously taken throughout the procedure. The physician noticed that a piece of the j-stylet had broken off inside the patient along with a portion of the guidewire cannula and the procedure was aborted. X-rays were taken to confirm the broken fragment was in the vertebral body and a computed tomography (CT) lumbar spine scan without contrast was ordered postop. No levels were treated.